Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that system orders were being dropped between stations. A technical support specialist closed the case as there was no response from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that pyxis medstation es system orders were being dropped between stations. The customer reported that there was delay in dispensing the medication. However, access to medications can still be obtained through an override. There were no adverse events or injuries reported based on this event.